Manufacturer narrative:
Plant investigation: based on the available information, the reported event could be confirmed. A defective resistor (r96) on the motherboard caused the issue. The failure pattern is known. The failure is caused by an inadequate design of the resistors for the signal lights on the p.c.b.; the resistors can be thermally overloaded. As a design flaw could be identified, a CAPA project has been initiated to determine proper corrections and corrective/preventive actions. A design change of the led board is not yet available. Until a new design becomes available, a replacement of the motherboard is required. The affected device was manufactured before implementation of the CAPA project. A review of the machine files was not required. No further investigations within the complaint were required. A root cause analysis was done, and correction actions were planned but not released. The reported complaint has been confirmed.

Event description:
It was reported to fresenius that the green indicator light on an aquac uno h was not lit up while the machine was in supply mode. The issue was reportedly linked to a burnt resistor on the main board, which controls operation of the indicator light. This did not affect normal operation of the portable reverse osmosis (ro) machine. There were no associated alarm codes displayed on the machine when this happened. No other machine parts were found to be damaged. There was no burning smell noted, and there were no signs of any smoke, sparks, or flames. There were 6,009 hours logged on the machine at the time of the event. A photo of the burnt resistor was provided for review. Upon follow-up, the manufacturer stated the sample was not required. The machine is back in service and operational, with the exception of the green led indicator light. There was no direct patient involvement associated with the reported event.